Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet been completed. (B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an enterprise stent (enc452212/(B)(4)) "separated within the unspecified microcatheter". They used another one to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The actual device was not returned for analysis. Conclusion: as reported by a healthcare professional, an enterprise stent (enc452212/10701189) "separated within the unspecified microcatheter". They used another one to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis. A non-sterile unknown device was received inside of a pouch. No damages were noted on the device. The enterprise device was not returned for evaluation. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10701189. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The premature deployment at the hub could not be evaluated since the enterprise device was not returned. The root cause of the event could not be determined; however, handling factors may have contributed to the event. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.